Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers off by itself when the 12-lead button is pressed. There was no patient use associated with the reported event. No further details about the reported issue were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio-control then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.